Event description:
During a trochanteric fixation nail (tfn) procedure, the buttress compression nut would not release from the 130 degree aiming arm. The blade guide sleeve was reported to have damaged threads by the surgeon and would not properly thread. The helical blade coupling screw falls off when the helical blade inserter is decoupled. When the coupling screw is removed the back end falls off. This is report number 5 of 5 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a review of the device history records was completed: brandywine instruments assembly manufactured the aiming arm for trochanteric fixation nails, part number 357.366, lot 5574498. Initially, the part conformed to the synthes final inspection sheet. A product development evaluation was completed: the 130 degree aiming arm (357.366 lot 5574498) was received with minimal wear present on the locking slide plate and surrounding area which is consistent with accepting, holding and removal of a blade guide sleeve. An assembly drawing and the locking slide plate drawing were reviewed and found to be suitable to determine the intended device design, application and dimensional conformity. The 130 degree aiming arm was found to have met the drawing specifications. The returned components were assembled to complete the insertion construct in an attempt to replicate the complaint condition. The mating components used were: a blade guide sleeve (357.369 lot 5491547) and a buttress/compression nut (357.371 lot 5501483). The blade guide sleeve with compression nut was inserted into the returned aiming arm and the locking mechanism on the aiming arm was able to retain and release the compression nut on each attempt. The aiming arm was able to function as intended: retain the buttress/compression nut when engaged and release it when the slide plate is pressed. The complaint condition of being unable to release the nut from the arm was not able to be replicated, therefore the complaint is unconfirmed. The complaint is not valid from a design perspective, as a design issue did not lead to the complaint condition. The locking/release mechanism was checked against the same components which caused the ¿will not release¿ condition and the assembly was found to function correctly. As the failure mode was unable to be replicated, the complaint is deemed unconfirmed. The design of the aiming arm is adequate for its intended use and did not contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported there was a one minute delay in the procedure. It was the reported the patient status/outcome was good.